Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to implant a taxus express2 3.0x32mm drug eluting stent into a heavily calcified rca. The stent would not cross and when it was removed it was noticed that the stent struts were raised. There was no indication of how the procedure was completed. No pt complications were reported.